Manufacturer narrative:
No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported that the nurse call button was not lit. The account did not known if the bed will send a nurse call or not. Hill-rom technical support stated that past experience has been that if the nurse call light is not active then the bed will not place a nurse call. The bed was located in the ccu at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).